Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had not used or recharged her ipg for approximately two years. The ipg is unable to communicate with the charging system and the programmer has been lost. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.